Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the main lamp was not glowing and shifted to the spare lamp due to a defective converter. Also, evaluation found there was dust in the unit and the lamp had 500 hours. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to an olympus field service engineer (fse) that the main lamp of the visera elite xenon light source did not ignite and the spare lamp was on. A spare lamp error and yellow light came on in vision. The issue was found during maintenance. The fse checked the device and confirmed the emergency lamp indicator was not blinking, but glowing continuously. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: the main lamp did not light up, but the spare lamp lit up due to faulty power supply unit. Olympus will continue to monitor field performance for this device.